Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "device rupture was diagnosed via ultrasound". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "device rupture was diagnosed via ultrasound". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening and missing assessed as inconclusive. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.